Event description:
It was reported that the pump displayed past cgm values on the bolus menu. There was no impact to the customer¿s blood glucose. Reportedly, during troubleshooting with tandem technical support, the issue resolved on its own and customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.